Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver the stent and stent deformation), patient's condition affected effectiveness of device (vessel morphology) - severe calcification. Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology) - severe calcification. (B)(4).

Event description:
The physician was attempting to advance a endeavor resolute rx (2.50 x 12mm) drug eluting stent to a lesion at rca. There were no abnormalities noted prior to use of the device. The lesion was 95% stenosis in the middle of right coronary artery, 80% stenosis in the distal of right coronary artery. The device could not cross the lesion. When the physician attempted to withdraw the stent it got caught on calcification; when the stent was withdrawn it was noted that the stent was deformed. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed. The distal tip was damaged. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).